Manufacturer narrative:
Customer facility name:(B)(6).

Event description:
Information was received indicating that a smiths medical trachea intubation tube had airbag leakage. The trachea intubation tube was removed. This issue caused low blood oxygen concentration and poor sputum discharge capacity. There were no other reported adverse events.